Manufacturer narrative:
The insulin pump was received with constant pump error 38 during rewind. During visual inspection, motor, electronics stack, home switch and force sensor was corroded. Unable to perform prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due constant pump error 38.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.